Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a sudden loss of therapy ¿out of the blue¿ starting (B)(6) 2017. They had a total loss of bowel control and couldn¿t sync at first, but was able to synchronize on the day of the report. They were on 1.1 and made an increase to 2.2 volts (v) on the day of the report. There were no falls or trauma related to this issue. The patient was redirected to their healthcare professional (hcp) if the increase in settings didn¿t help their symptoms. There were no further complications reported or anticipated.